Manufacturer narrative:
Customer could not locate unit for evaluation and any necessary repairs.

Event description:
It was reported that the scale was not working (possible inaccurate scale). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.